Event description:
It was initially reported by customer that they had a pump that needed to have interrogated and they were not sure if it was a pump malfunction or human error. The customer later added the following information: a syringe pump module was programmed while using a bd 50ml plastipak syringe containing remifentanil 2mg diluted to a total volume of 50ml. The syringe pump module erroneously administered the entire syringe over 24 minutes unbeknownst to the customer until they heard the syringe empty alarm. During this time, the patient experienced refractory hypotension and difficulty ventilating, suspected to be due to chest wall rigidity from remifentanil overdose. The clinician established a backup IV and a-line access while temporizing with norepinephrine drip and boluses. It was noted that the entire remifentanil syringe infused from 15:28 to 15:52. After a call with the customer, bd clinical consultant learned the following information: the programming information was that on (B)(6) 2025 at 1439 remifentanil was programmed in the adult critical care profile in a bd plastipak syringe. The concentration was 2mg in 50ml and the dose was programmed at 0.2mcg/kg/min which was a rate of 24ml/hr. At 1529/1530 the dose was changed to 1mcg/kg/min which is 120ml/hr. This was noted to be a user error as the dose should have been 0.1mcg/kg/hr (decimal place error). The user did override the limit and subsequently at 15:52 the previous volume completed. The new infusion of remifentanil was started at 0.15mcg/kg/min.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number#(B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: concomitant med prod data, c20 - no findings available, d15 - cause not established. Correction: date of event, describe event or problem, unique identifier (UDI) #, medical device serial #, device manufacture date, imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary. The reported issue of a programming issue involving remifentanil was confirmed during log review and is being attributed due to use error. Based on the information provided by the facility, it was determined that the device submitted for investigation did not correspond to the syringe module involved in the reported event. The facility indicated that the syringe module associated in the date of the event was the syringe module with serial number sn (B)(6), whereas the syringe module sent for analysis was identified as sn (B)(6). Although the suspect syringe module was requested for investigation, the facility reported that they will not be sending the device because they do not believe a malfunction occurred. The log analysis of the suspect pcu event log confirmed that syringe module sn (B)(6) had no logs recorded on the date of the event. However, the log review found that syringe module sn (B)(6) was programmed to infuse remifentanil at the rate reported by the facility on the date and time of the incident. The facility reported that the event occurred on (B)(6) 2025 at 3:30 pm, when the dose was programmed at 1 mcg/kg/min instead of the intended 0.1 mcg/kg/min. The user programming error was identified through log analysis of the pcu event logs, which aligns with the reported date and time. Error and event logs were retrieved from the received syringe module via alaris system maintenance (asm) to determine programming and event details related to the alleged incident; however, the facility noticed that the device sent for investigation did not correspond to the syringe module involved in the reported event. The facility provided an image of the infusion knowledge portal (ikp) report (reference picture 1), which showed the infusions programmed on the correct suspect syringe module sn (B)(6). The ikp report contains only minimal infusion information and is not validated for log analysis purposes. Additionally, the dataset, event, and error logs from the suspect pcu were received; however, only logs recorded on the day of the event were available for review. No errors or discrepancies related to the reported event were found in the logs provided. The logs show that on (B)(6) 2025 at 2:41 pm, the suspect syringe module was programmed to infuse remifentanil (drugid 57) at a rate of 24 ml/hr with a volume to be infused (vtbi) of 45.7797 ml. The infusion was paused seconds after starting and was restarted until 3:24 pm. At 3:29 pm, the syringe was selected and reprogrammed with a rate of 120 ml/hr, a dose of 1 mcg/kg/min, and a vtbi of 43.9448 ml. The pcu displayed a guardrails soft limit notice regarding the rate and dose programmed; however, the clinician selected ¿yes¿ and proceeded with the infusion. At 3:52 pm, the syringe alarmed ¿infusion completed¿ after running for 22 minutes, delivering a total volume infused (tvi) of 45.7797 ml. The syringe was then channeled off by the clinician. The ikp report image provided by the facility confirms these events, highlighting the override of guardrails limits at 3:29 pm and completion at 3:52 pm, consistent with the pcu logs. The suspect syringe module was not returned by the facility; therefore, testing could not be performed. The device provided for analysis did not match the module involved in the reported event. The facility confirmed that the actual device was syringe module sn (B)(6), while the module sent for investigation was sn (B)(6). Log analysis verified that sn (B)(6) had no activity on the event date, whereas sn (B)(6) was programmed to infuse remifentanil at the reported rate during the incident. Testing was performed on the received syringe module following the alaris syringe module over and under infusion product analysis procedure. The device powered on without errors, detected a bd 10 ml syringe correctly, and delivered infusion within specification limits (calculated error: 0.142%, well within ±2% accuracy requirement). No malfunction or performance issues were identified. The bd plastipak syringe and syringe module administration set were not returned for investigation; therefore, testing could not be performed. Root cause: the root cause of the reported over-infusion of remifentanil is being attributed to user error. The facility reported the dose of remifentanil was initially programmed at 0.2 mcg/kg/min (calculated rate of 24 ml/hr) and the was started, ; however, the log review confirmed that the user reprogrammed the dose to 1 mcg/kg/min, as a result, the weight-based infusion was automatically adjusted to a rate of 120 ml/h, and was allowed to infuse for 22 minutes.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that had a pump that they needed to have interrogated and they were not sure if it was a pump malfunction or human error. The customer later added the following information: a syringe pump module was programmed while using a bd 50ml plastipak syringe containing remifentanil 2mg diluted to a total volume of 50ml. The syringe pump module erroneously administered the entire syringe over 24 minutes unbeknownst to the customer until they heard the syringe empty alarm. During this time, the patient experienced refractory hypotension and difficulty ventilating, suspected to be due to chest wall rigidity from remifentanil overdose. The clinician established a backup IV and a-line access while temporizing with norepinephrine drip and boluses. It was noted that the entire remifentanil syringe infused from 15:28 to 15:52.